Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent malfunction alarms. The customer's blood glucose levels ranged from 170 mg/dl to 437 (mg/dl), which was addressed with an insulin pen. Reportedly, the customer had insulin pens available as alternate insulin therapy. The customer declined further follow-up from tandem technical support regarding the malfunction.